Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips were used;unable to evaluate. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling because she feels that the results she is getting from the meter are reading too high. The customer's expected fasting blood glucose test result range is 100-140 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need any medical intervention at this time. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 566 and 290 mg/dl. The customer has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing twice a day (fasting) and is taking medication to control her diabetes (insulin). The customer is storing the meter and test strips in her bedroom. The test strip lot manufacturer's expiration date is 1/29/2018 and open vial date is (B)(6) 2016. The customer is unable to see the date and time when recalling the most recent results from the meter's memory. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling because she feels that the results she is getting from the meter are reading too high. The customer's expected fasting blood glucose test result range is 100-140 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need any medical intervention at this time. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 566 and 290 mg/dl. The customer has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing twice a day (fasting) and is taking medication to control her diabetes (insulin). The customer is storing the meter and test strips in her bedroom. The test strip lot manufacturer's expiration date is 1/29/2018 and open vial date is (B)(6) 2016. The customer is unable to see the date and time when recalling the most recent results from the meter's memory. The meter memory was reviewed for previous test result history: (B)(6).